Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited right atrial (ra) lead impedance high out of range. Technical services (ts) was consulted and explained electromagnetic interference (emi) noise was noted as well as low amplitude on both right atrial (ra) lead and right ventricular (rv) lead. The device remains in service. No adverse patient effects were reported.